Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the tip of the device was stretched for approximately 17mm in length. The mid shaft of the device was stretched for approximately 75mm in length. This damage is consistent with resistance being meet upon the removal of the guidewire from the device. Due to this damage it was not possible to insert the 0.015 inch product mandrel through the device. The crimped stent and the balloon of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, tip break occurred and the catheter froze on wire. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 3.50x12mm promus element plus stent delivery system was selected to treat the lesion. Before introducing the stent into the patient's body, the physician advanced the device into the guidewire but it got stuck in it. Upon pulling the stent out from the wire, the distal tip of the stent was broken and the guidewire lumen came out from the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that during a percutaneous coronary intervention, tip break occurred and the catheter froze on wire. The 90% stenosed target lesion was located in the severely calcified and severely tortuous unspecified vessel. A 3.50x12mm promus element plus stent delivery system was selected to treat the lesion. Before introducing the stent into the patient's body, the physician advanced the device into the guidewire but it got stuck in it. Upon pulling the stent out from the wire, the distal tip of the stent was broken and the guidewire lumen came out from the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).